Event description:
The patient¿s endocrinologist reported that the patient experienced a seizure and low blood glucose levels while wearing the pod. Exact blood glucose levels were not reported. The patient¿s parents reported that since switching from the dexcom g6 to the dexcom g7, the sensor has been displaying inaccurate blood glucose readings. To treat the seizure, the patient was administered baqsimi and blood glucose levels subsequently increased; the dexcom g7 read 60 mg/dl. Dexcom has been notified as of 8may2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.